Event description:
Due to side effects of essure sterilization procedure, including severe pelvic and back pain, leg pain and weakness, headaches that resulted in a trip to the emergency, adrenal and thyroid dysfunction, metallic taste in my mouth, burning and itching of my skin, and panic attacks, I'm having surgery to have both coils and tubes removed.